Manufacturer narrative:
The device was returned and the evaluation did not confirm the allegation of did not power up. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center suddenly stopped turning on. The intended procedure was a diagnostic procedure. The power turned on and was used. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.